Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l forcep. The tip of the instrument was broken during distraction of an endplate. The procedure was a lumber total disc replacement. This incident did cause a 5 minute delay in surgery. There was no patient harm. Additional intervention was not required. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Section d: product batch number updated. The 8d report was updated upon receipt of products. Associated medwatch report: 9610612-2020-00068 ((B)(4) fw965r); 9610612-2020-00215 ((B)(4) fw965r). General information: intra operative incident. The instrument arrived in decontaminated condition. Consequences for the patient: unknown. Information has been requested at the clinic least three times. Investigation: used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840: · digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument, especially the tip. Here we found that both pick- up pins are bent and exhibit strong signs of wear and tear shows an extract of the drawing of the instrument tip. In the next step we investigated the ratchet mechanism of the instrument. This mechanism works properly and shows no abnormalities. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we suspect, that the instrument was not correct / fully attached at the implant. With the pins inserted fully in the implant, a bending of the pins is not possible. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Investigation results: no product at hand an investigation of the sample is not possible and will be updated after receipt of the product, if applicable. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records. This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: because there is no product available for analysis up to now, a definitive root cause cannot be determined. Will be updated after receipt of the product.